Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient had become septic due to infection stemming from previous erosion. The ICD was taken out, washed in an antibiotic solution, and was placed back in the pocket. The infection never cleared up and ultimately led to the diagnosed sepsis. Physician does not attribute the original erosion or the lingering infection to the ICD or the leads but instead towards the patient's anatomy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. Review of quality records. Device evaluation anticipated but not yet begun.